Event description:
The customer reported quality control results were outside specifications for the hemoglobin and red blood cell (rbc) parameters when using the coulter act diff 2 analyzer. The high level of the quality control was high for the hemoglobin parameter, and low for the rbc parameter. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found the mixing bubble check valve, cv1, for the white blood cell (wbc) mixing was defective due to wear and tear. The fse replaced cv1 and the instrument ran without error messages. The repairs were verified per established procedures. (B)(4).